Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each drawn with water and had their hemogard caps screwed on, and no issues were observed relating to loose caps / leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose caps / leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle the nurse did not screw the cap tightly, and it leaked. The following information was provided by the initial reporter. The customer stated: "nurses to collect blood for the patient, sent to the clinical laboratory, clinical laboratory in about 10 minutes to inform blood leakage, unable to test, need to collect, then communicate with patients, give to collect blood, found that when connected to the screw cap and blood collection needles, green nut screw is not tight, but has been rotating, cannot be in a tight, stop state, then replace the new blood gas needle, remove the green nut, it can be tightened and sent to the laboratory for smooth testing. But the patient draws blood twice, causes harm to the patient."